Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 01-oct-2015. The most recent information was received on 02-nov-2015. This spontaneous case was reported by a regulatory authority and describes the occurrence of infection ('infection') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced infection (seriousness criterion medically significant), procedural pain ("started having pain from the start"), suppressed lactation ("could no longer nurse her (B)(6) old, her milk had dried up"), arthralgia ("joint pain"), abdominal distension ("bloating"), headache ("almost constant headaches"), fatigue ("constantly tired"), memory impairment ("memory trouble") and dyspnoea ("breathing trouble") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the infection, procedural pain, suppressed lactation, weight increased, arthralgia, abdominal distension, headache, fatigue, memory impairment and dyspnoea outcome was unknown. The reporter considered abdominal distension, arthralgia, dyspnoea, fatigue, headache, infection, memory impairment, procedural pain, suppressed lactation and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Amendment: it was detected that this case # (B)(4) was a duplicate of case (B)(4) to which all the relevant information will be transferred, then this duplicate record # (B)(4) will be "delweted" from bayer safety database. No new follow-up information was received from the reporter. This non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had an infection. This event was considered serious and listed in the reference safety information for essure. In this case, a few days after essure insertion she went to her office complaining of pain and the physician gave her a prescription for the infection that had developed instead. Although the type of infection was not specified, since the infection occurred up to 4 weeks post insertion, a causal relationship with suspect insert cannot be totally excluded. As no surgical intervention was reported, this case was regarded as non-incident. Additionally, non-serious events were reported. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.